Manufacturer narrative:
Evaluation: actual device in incident was evaluated. Results: device performed to specifications. Conclusions: no failure detected and product within specifications. Manufacturer will continue to track and trend for similar incidents.

Event description:
Incident reported as: the blades will not fit on the knife handles. No patient or staff injury reported. No intervention reported.